Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the programmer performance was sluggish. The programmer boots up, interrogates and prints as expected with no issues. The system fan was intermittently noisy. The floppy disk drive was not working. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was sluggish, and was printing only 3 pages per minute, and paused during interrogations. It was also noted that the programmer froze outside of a patient session and needed to be restarted. The programmer was returned for service. There was no patient involvement.